Event description:
It was reported that during prep, a break was identified on the catheter, near the balloon joint. Another balloon was used to complete the procedure. The device was not used on a pt.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A voluntary user report mw5035848 was received for this event. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a break, as a complete circumferential outer shaft break was found at the proximal balloon joint. As the refold tool was not returned with the device, resulting in the break to the outer catheter shaft. However, the definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the event. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.